Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort. The cause of the peritonitis was not reported. On the day of event onset, the patient went to the emergency room (ER) and was hospitalized for treatment. The treatment was not specified. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.